Event description:
Same as mfg.# 6000089-2006-00436 it was reported that 236 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated treated in the index procedure was a 3.5mm, 80% stenosed portion of the mid left anterior descending(mid lad) artery. The physicina treated the lesion with predilatation and successful placement of two taxus express2 8.8% 3.50x16mm and 3.50x8mm drug eluting stents in the target lesion with a 2mm overlap. There were no complications. The pt was discharged 5 days later. 236 days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death is unk and the relation ship ot the pt's death to the target vessel is unk.